Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint was cracked. When dialysis was conducted, errhysis was found. The sample will be returned for investigation.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. The product sample consisted of two dilators, two sealing caps, the needle, introducer, the guide wire/ j straight, the tray, and one catheter with the blue adapter detached from the extension tube. The catheter corresponds to a mahurkar 11.5fr x 11.5cm; however, a blue and red palindrome adapter was also received. A visual inspection was performed and the blue adapter presented blood and the red adapter did not present any issues. The sample was submitted to an underwater test and there were no bubbles found. Additionally, dimensional testing was conducted and the red and blue adapter was found within specification. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening catheter connections can crack some adapters. The reported issue could not be confirmed; therefore a definite root cause could not be confirmed. However, the most probable root cause can be due to overtightening the catheter connections. This even will be handled through a formal corrective and preventative action and additional actions are not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection at the final stage of production and 100% leak testing, which would identify this issue in the catheter. This complaint will be used for tracking and trending purposes.